Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to have their inflatable penile prosthesis (ipp) explanted due to infection. A new device was implanted at a later date. There were no additional patient complications reported.